Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.2., h.6.

Event description:
Healthcare professional reported a left side rupture, " there is silicone uptake in a inframammary lymph nodule", "¿siliconoma¿ and "palpable mass". Healthcare professional ¿recalled implants¿ ¿breasts dropped a lot¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event sof silicone migration and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Healthcare professional reported a left side rupture, " there is silicone uptake in a inframammary lymph nodule" and "palpable mass". Device remains implanted.